Manufacturer narrative:
Qn# (B)(4). The device history record review for the product auto endo5 ml, lot #73e1400447 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: a clip jammed in the applier during a colorectal procedure. The patient's condition was reported as fine.